Event description:
Received unspecified low range readings with the freestyle flash. Patient began to experience breathing difficulty with a rapid heartbeat (140 beats per minute). Patient was transported to the hospital were comparison readings of over 400 mg/dl were observed. The comparison method was not specified as lab or meter. Customer was treated with IV and hospitalized in ICU.